Event description:
Per report received on 22 may 2017, the 21mm trifecta valve which had been implanted on (B)(6)2011 was explanted on (B)(6) 2017. A 19mm medtronic mosaic valve was implanted using simple stitches and pledgets as there was frailty of the patient's annulus. The redo avr procedure was reported without complications beyond post-operative atrial fibrillation. Of note on (B)(6) 2017, the hospitalized patient was found in cardiac arrest and died the same day due to cardio-respiratory arrest. (Clinical study patient ID: (B)(6))

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2016, diastolic dysfunction associated with valvulopathy was reported although the patient was asymptomatic. The patient was hospitalized between (B)(6) 2017, t secondary to reported leaflet obstruction due to valvular stenosis resulting in worsening dyspnea and an increased gradient (mean 35mmhg). There were contraindications of a tavi procedure (calcification and the risk of coronary obstruction). On (B)(4) 2017, a surgical consult took place and an avr was recommended and will be scheduled in the future. The patient's mean gradient was 63mmhg and the lv ejection fraction was 61%. On (B)(6) 2017, the patient started on anticoagulants. (Clinical study patient ID: (B)(6))